Manufacturer narrative:
Corrected information: section b-3: date of event was updated from (B)(6) 2019 to (B)(6) 2019. Section h-6: device code 3191 - mechanical failure is no longer applicable and updated to patient code 2137 per additional information received from account. Additional information: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 10/30/2019. Section h-3: device evaluated by manufacturer: yes. Section h-3: device returned to manufacturer: yes. Device evaluation: the product was received in a zip-lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zlb00 15.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The zlb00 lens was explanted on (B)(6) 2019 due to reported complaint of mechanical failure. It was reported there was no patient injury, no suture(s), and no vitrectomy however the incision was enlarged. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. No additional information was provided to johnson & johnson surgical vision.